Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided guidance on resetting the pump. The pump was successfully reset, and the malfunction code did not reappear. Customer was advised to continue using the pump and to call back if any issues recur.